Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2013 revision of right hip components due to infection. Index surgery was performed with off-label use of competitor femoral products. Exactech products were not used for revision surgery. This event report was received through clinical data collection activities.